Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for high and low blood glucose of 71mg/dl to 350 mg/dl. Customer declined to troubleshoot for the low blood glucose and was aware why their blood glucose was fluctuating. The customer wanted assistance with the rewind and fill tubing process and was advised on this. No further details provided.